Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown surgery, it was found that the staples were malformed at the firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.